Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of an incident that occurred while operating the artis zee biplane system. While preparing a patient for a procedure, the patient fell off the table. We have no indications of any adverse effects on the health status of the involved patient. The procedure was continued and finished on the same unit.

Manufacturer narrative:
The investigation was completed by our experts. It was confirmed that no injury was sustained by the patient during the fall. The investigation identified neither system failure nor a malfunction. In general, tabletops alone are not designed to prevent a patient fall if not fixed as described in the instructions for use. The entire process of patient immobilization is user responsibility. This includes the tabletop, the mattress, the fixation accessories, the alignment of the material and the patient on the table, and the proper execution of the fixation by the operator, including appropriate attention to the patient, e.g., depending on the patient's responsiveness. All these steps are listed in the instructions for use.